Event description:
Medication administration delayed because pca pump just stopped working. Pump had been plugged into wall outlet on/off for bathroom transport. Unable to get pump to turn on once it was powered down.